Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿p.f.c. Sigma cruciate retaining fixed-bearing versus mobile-bearing knee arthroplasty: a prospective comparative study with minimum 10-year follow-up¿ written by o. Riaz et al, published in the european journal of orthopedic surgery traumatol (2017) 27:1145-1149, published online 16 february 2017, was reviewed. The aim of the article was to prospectively compare long-term clinical and radiological outcomes following a cruciate retaining fixed-bearing (fb) and mobile-bearing (mb) primary total knee replacement (tkr). The patella was resurfaced in patients with pre-operative anterior knee pain and in patients with inflammatory arthritis. Cement manufacturer not specified. Product used: pfc sigma cruciate retaining mobile-bearing implant, depuy 113 tkr¿s in 101 patients received a cr-mb implant. Results were: one patient had a superficial infection, which resolved with oral antibiotics. One patient developed a non-fatal pulmonary embolism. One patient developed a deep vein thrombosis. One patient dislocated the bearing immediately post-operatively after a fall, requiring manipulation by closed reduction. Product used: pfc sigma cruciate retaining fixed-bearing implant, depuy 89 tkr¿s in 72 patients received a cr-fb implant. Results were: one patient developed a deep infection who refused revision surgery. One patient required revision surgery at 12 years for polyethylene wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not bsynthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.